Event description:
Explanting physician reported rupture and siliconoma in the liver diagnosed by MRI and ultrasound. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and siliconoma in the liver.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, yellow particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior, sharp broken on radius, crease fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on radius assessed as an unidentified (tear) opening. A striated broken on anterior assessed as surgical damage. Additional, changed, and/or corrected data: a2, a6, d9, h3, h6.

Event description:
Explanting physician reported rupture and siliconoma in the liver diagnosed by MRI and ultrasound. The device has been explanted and replaced. This record relates to the right side.